Event description:
It was reported during the permanent procedure, the physician punctured the dura with the epidural needle causing a cerebrospinal fluid leak. A blood patch was performed and the procedure was completed. The pt remains asymptomatic and is receiving adequate coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.